Event description:
Double lumen hickman catheter, red port flushed well white port was sluggish, no blood return from either, tissue around catheter was puffy. Proceeded with x-ray dye study found white port leaked dye beneath the clavicle, red port dye flow was out the catheter tip and also at site beneath the clavicle. Catheter was replaced on opposite side.